Event description:
A report was received from japan indicating that the device experienced a battery failure alarm during pt use. The device was replaced and there was no report of pt harm.

Manufacturer narrative:
The battery pack was replaced on the device. The battery is expected to be received for investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).